Event description:
It was reported the device was used during a laparoscopic colon. It was reported two elc60 devices would not fire. A third device was introduced to complete the procedure. There was no consequence to the pt.